Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on an unconfirmed date and diagnosed with peritonitis. Pd effluent cultures were obtained on (B)(6) 2023 and resulted positive for coagulase negative staphylococcus (no species documented). The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin for 21 days (dose and frequency unknown). The patient was expected to be discharged from the hospital on (B)(6) 2023. The cause of the peritonitis is unknown. No cassette leaks were reported for this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between use of the cycler and cycler set and the patient event of peritonitis. Although the cause of the peritonitis is unknown, it is likely that there was a breach in aseptic technique. The culture results of coagulase negative staphylococcus supports this as these organisms commonly colonize the skin and hands of humans and account for the majority of pd-related cases of peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect., the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on an unconfirmed date and diagnosed with peritonitis. Pd effluent cultures were obtained on (B)(6) 2023 and resulted positive for coagulase negative staphylococcus (no species documented). The patient was prescribed antibiotics with intraperitoneal (ip) vancomycin for 21 days (dose and frequency unknown). The patient was expected to be discharged from the hospital on (B)(6) 2023. The cause of the peritonitis is unknown. No cassette leaks were reported for this event.